Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the drape adhesive was too strong and caused skin tears for the patient during intraocular lens implantation surgery. The skin tear was treated appropriately by putting on extra dressing. The procedure type was unknown. The surgery was completed after replacing the product with another one. The current condition of the patient was unknown.